Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
It was reported to philips that the display should adjust to full bright, however this one does not. The customer stated the display stays dim even when set to 5. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer the part information for a replacement user interface assembly, and instructions for installation.

Manufacturer narrative:
G4:02feb2021. B4:10feb2021. This issue was fund during maintenance. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer the part information for a replacement user interface assembly, and instructions for installation. Good faith effort was made to the customer who confirmed that replacement of the ui assembly resolved the issue. Operational testing was completed and the device successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.